Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One cassette sample was received in used conditions, decontaminated and without its original packaging. The sample was visually inspected, at a distance of 12 to 24 inches and normal conditions of illumination. The reported problem was confirmed. The root cause of the reported issue was found to be according procedures, the potential cause of failure is lack of solvent. The root cause has been determined to be related to manufacturing. D5 was unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during the use of the product, the pumping tube on the cassette's pressure plate got detached. No patient injury was reported.